Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic via remote transmission showing episodes of non-sustained rv oversensing. Intermittent undersensing due to variable r wave amplitudes and post-paced t-wave oversensing were also noted. Programming changes were recommended. The decision was made to wait until the next device evaluation. Patient is doing well.